Manufacturer narrative:
An event of perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported perivalvular leak could not be conclusively determined. It is possible due to procedural conditions; however, this cannot be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as a valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor was chosen for implantation, utilizing a large flexnav. The patient presented with severe aortic stenosis (as). Pre-dilatation was performed with a 24mm balloon. The annular dimensions of the native valve was as follows: perimeter of 75.3 and diameter of 6. The valve was implanted at a depth of 5mm on non-coronary cusp (ncc) and 3mm on left coronary cusp (lcc). While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. It was noted that there were no deployment or retraction difficulties and the valve fully released. However, post deployment, a mild peravalvular leak was observed, requiring post balloon aortic valvuloplasty (bav) with a 24mm true dilatation balloon. Post intervention, echocardiogram revealed that the leak was reduced to trace. The patient remained hemodynamically stable throughout the procedure and was reported to be stable. There was no clinically significant delay in the procedure. No additional information was provided.